Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported inaccurate cgm values on an unspecified date. The patient¿s spouse came home and found the patient incoherent, confused, and banging her head on the floor sustaining bruises. The spouse administered 2 injections of glucagon and the patient become coherent. The cgm and bg values at the time of the event were not provided. The patient alleged her tandem pump continued to administer insulin based upon her inaccurate cgm values. The pump and cgm were removed after the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported inaccurate cgm values on an unspecified date. Approximately on 03/29/2023, the patient¿s spouse came home and found the patient incoherent, confused, and banging her head on the floor sustaining bruises. The spouse administered 2 injections of glucagon and the patient became coherent. The cgm and bg values at the time of the event were not provided. The patient alleged her tandem pump continued to administer insulin based upon her inaccurate cgm values. The pump and cgm were removed after the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).